Manufacturer narrative:
The recipient reportedly experienced recurrent postauricular infection and flap necrosis prior to explant surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient underwent in skin flap revision surgery on (B)(6) 2019. The recipient's allergy was suspected, not confirmed. The recipient underwent another revision on (B)(6) 2019. The recipient is doing well and will be managed per center protocol. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an allergic reaction and underwent several skin flap revisions. The recipient's device was explanted. The recipient was not reimplanted at this time.